Manufacturer narrative:
The field service representative stated that the customer suggested a possible leak from probe c. The field service representative could not confirm that probe c was the cause of the leaking. When he arrived, he did not observe a leak. The instrument is now running within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user reported that they received an error for one of the work stations on the analyzer. The user checked the work station, but the error still occurred. The user believed that water dripped from the c probe fluidics connection onto the work station c. The field service representative suspected that water was shorting out the electronics. He was in the process of removing work station c and then found a large area on the pcb photometer module that also showed water damage, dried salt traces, and a burned spot on the underside of the pcb. He suspected the spot was caused by a short from the pcb to ground. The short also could have been the cause of the error. He replaced the workstation c and analyzer module pcb. He rebooted the analyzer and the error no longer showed up. The customer ran calibration and quality controls; these passed.